Manufacturer narrative:
The customer's complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 02 (compression tracking error) message" was confirmed during the functional testing and the archive data review. The root cause of the reported ua02 was a malfunctioning drive train motor, likely attributed to failed internal component(s), as the drive train motor was replaced in 2022 during the service at zoll. The customer's complaint that "the autopulse platform displayed fault 08 (motor controller fault detected)" was confirmed during the archive data review but not confirmed during the functional testing. The reported fault 08 was not reproduced during the functional testing at zoll. However, the likely cause of the fault 08 was a malfunctioning drive train motor. Unrelated to the reported complaint, multiple cracks on the top cover and a broken screw well in the battery compartment were noted upon visual inspection. The observed physical damages appear to be the characteristics of user mishandling, such as a drop. The damaged parts will be replaced to address the observed physical damages. Upon further inspection, unrelated to the reported complaint, an intermittent functioning of the power switch was noted. The observed problem is likely attributed to wear and tear. The autopulse platform was manufactured in 2008 and is over 15 years old, well past the expected serviceable life of 5 years. The power switch will be replaced to address the observed issue. The archive data indicated ua02 and fault 08, confirming the customer's complaint. Also, unrelated to the reported complaint, further review of the archive indicated ua17 (max motor on time exceeded during active operation), and the archive was corrupted, as the dates were all the same. The root cause of ua17 was a malfunctioning drive train motor, and the root cause of corrupted archive data was a malfunctioning processor board (pca). The autopulse platform failed functional testing due to ua02 displayed upon powering on, followed by ua17. The drive train motor will be replaced to address the reported ua02, fault 08, and the observed ua17. The processor board will be replaced to address the observed archive data problem. As a part of the service, the device software was upgraded to the latest version, and a load cell characterization test confirmed that both cell modules function within the specification. Upon service completion, the autopulse platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6)) was brought into logistics reporting user advisory (ua) 02 (compression tracking error) and fault 08 (motor controller fault detected). Per the reporter, the autopulse platform displayed ua02 after a few compressions while the crew attempted to use it to resuscitate a patient. The crew switched out the batteries as a trouble-shooting step to clear the ua; however, the crew was unable to clear it. Manual CPR was performed to resuscitate the patient, and the patient's outcome was good. Per the reporter, it is unknown when the autopulse platform displayed fault 08. No consequences or impacts on the patient.back at the station, the autopulse platform was tested with a test manikin, and the platform displayed ua02.